Manufacturer narrative:
(B)(4) concomitant medical products: unknown, unknown taperloc stem, unknown; unknown, unknown shell, unknown; unknown, unknown liner, unknown; therapy date: (B)(6) 2016. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -06067, 0001825034 -2018 -06070, 0001825034 -2018 -06072.

Event description:
It was reported patient presented with drainage from hip approximately 1 month post initial right total hip arthroplasty. Irrigation and debridement was performed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event confirmed due to medical records received from the customer. No device was returned for evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.